Event description:
Customer reports they were performing donor unit confirmation testing on donor segments and the galileo incorrectly reported results as o, rh negative for one of the donor units, the unit was a, rh postive. The customer manually retyped the cell suspension from the instrument as a, rh positive.

Manufacturer narrative:
Retrieved images from customer instrument for test plate in question. Review of images shows 1) there appears to be slight aggultination in the test well containing anti-a reagent for the specimen in question, instrument did flag the plate and sample with "images analysis: empty or too dense well detected" messae; and 2) the cell suspension that yield to o, rh negative result on the instrument was hemolyzed. The customer states that the cell suspension was grossly hemolyzed; they noticed this when they performed the manual testing using the cell suspension. The customer was informed that grossly hemolyzed blood cannot be used for testing as invalid results may be obtained. The galileo operators manual states, "samples that exhibit excessive hemolysis or lipemia, or are icteric, should not be tested on the galileo. Samples that exhibit a hemolysis grade of 3+ or greater must not be tested on the galileo, because they may generate errorneous results." No malfunction of the instrument was identified.